Manufacturer narrative:
Patient identifier: not available due to hospital policy. Age & date of birth: not available due to hospital policy. Patient sex: not available due to hospital policy. Weight: not available due to hospital policy. Ethnicity: not available due to hospital policy. Race: not available due to hospital policy. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that on may 29, after the procedure was performed using a 9fr procedural sheath, hemostasis was successfully achieved using the angio-seal device involved. On may 31, a pseudoaneurysm and a hematoma of 2.0 centimeters were observed. No additional treatment was performed, and the patient was kept under observation. The physician used the 9fr procedural sheath while recognizing that it was not compatible with the 8fr angio-seal device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 millimeters. The health damage was non-serious. The patient status after the event was recovering. Hemostasis was achieved by the initial device. The blood loss was less than 250cc. No equipment or other devices were used with the above product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint could be confirmed since there were post deployment complications. Per the provided information, a 9fr sheath was used before deploying a 8fr angio-seal device to close the artery which is against the indication of the device use. The incorrect sheath size selection may have also contributed to the reported event that was observed. The likely cause of the reported event could be related the user error. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).